Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the device shaft was bent. It was difficult to unload the reload from the device/ the reload could not be removed. The reload was loose and was dangling from the handle. The handle could not close the jaws or fire the device. Second handle had the same issue in the same case. The reload was attached to the second stapler and was not able to disconnected and also wanted to explore its effect on the instrument error. These devices are used together to perform staple firing. The case was completed using a new device. No patient injury.